Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to perform several corrective actions, including tightening the t: lock and delivering boluses to address the issue, which continued to recur. Ultimately, the customer replaced the necessary supplies and resumed insulin therapy. Technical support was to send replacements as requested by the customer.